Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the actual sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the sample, no additional testing could be performed on the actual sample. The reported condition could not be verified during photo inspection of the actual sample. Additionally, retention samples were evaluated at the plant. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity tested via methylene blue and leak tested under water and no issues were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set leaked. During pediatric patient infusion of lipids, the distal end of the mirafilter leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.